Event description:
The technician indicated that the head would not work on the right side rail.

Manufacturer narrative:
The technician found fluid ingress in the right side rail ucm board. The technician replaced the ucm board to repair the bed.